Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that the lead had dislodgement and planned to reposition later. The lead was successfully repositioned and still in used. When attempting to connect the atrial lead to the device, the setscrew became jammed under the grommet and could not be retrieved. The device was removed and another device was implanted. No patient complications have been reported as a result of this event.